Event description:
During the course of right total knee surgery, when the power saw was handed back to the surgical technician, a small bit of metal was missing from where the blade is engaged to the rotor (the blade was intact, not broken).or nurse manger reports the manufacturer rep was informed. Broken attachment was not picked up in reasonable amount of time and therefore discarded.